Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The video provided by the customer was unable to open. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 04/25/2023, it was reported by a sales representative via sems that an ar-3670 implant set drill and guide became stuck. This was discovered during a case with no patient effect. Per facility: "open subpec biceps tenodesis in a patient with good bone using ar-3670. We began drilling and were able to break into the cortical bone, but upon taking the drill out on power it got stuck. We could not pull the drill out the guide and even still I am sending those pieces back as one because they're stuck together. We believe there's exposed plastic inside the drill guide that's heating up and melting while drilling, which is fusing the bit to the inner drill guide. We had to switch anchors to complete the biceps tenodesis procedure."